Event description:
Health professional reported device removal due to "intolerance, dietary related" and that the pt "no longer wishes to have band anymore." Previous non serious events were observed during the hero study and band adjustments were performed to treat each event.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. Intolerance is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of intolerance as follows: "it is important to discuss all possible complications and adverse events with your pt. Complication's which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body." Contraindications: pts who are unable or unwilling to comply with dietary restrictions that are required by this procedure.